Event description:
Overdelivery reported. The pump was set to infuse an unspecified concentration of fetanyl at 14 ml/hr. A nurse started a 250 ml container at 3:00pm and at 11:00pm it was empty. The display screen indicated delivery of 120 ml. The expected delivery was approx 112 ml. The pt became somnolent and received narcan. He subsequently "recovered and is ok now." No adverse sequelae reported. Further info was requested but not provided.